Event description:
Laparoscopic hernia repair left groin 05-15-98. Pt experienced 2 episodes of severe abdominal pain postoperatively, with need for hosp admission at time of second episode on 06-20-98. Computed tomography scan 06-21-98 revealed question of small bowel volvulus. At laparotomy small bowel was densely adherent to hernia tacking device. Partial bowel volvulus had occurred.